Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip was deployed onto the tissue; however, the clip could not be released from the catheter. It is not known how the catheter was removed from the tissue. It is not known how the procedure was completed. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as okay. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) clip would not release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.